Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ ii advance tube . The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), which was sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0 tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Irradiation dose (kgy): maximum 30.0-31.0 test interval (months): t=19" 60 occurrences reported.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ ii advance tube . The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description states: as part of (B)(4), we sourced bd vacutainer® sst 5.0 ml (368970), which was sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0 tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Irradiation dose (kgy): maximum 30.0-31.0. Test interval (months): t=19" 60 occurrences reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ ii advance tube . The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), which was sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0 tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Irradiation dose (kgy): maximum 30.0-31.0; test interval (months): t=19." 60 occurrences reported.